Event description:
A hexlobe driver tip was broken off from the shaft. According to the complainant, the tip broke off in a typhoon cap during final tightening. The tip remains in the cap. There were no other adverse consequences to the pt. A dimensional analysis was performed on the shaft and the instrument conformed to specifications.